Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty charging the pump battery. Blood glucose was not impacted. The customer declined to perform further troubleshooting with tandem technical support.